Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2011 due to infection. Medical records indicate necrosis and infection. The acetabular cup, liner, modular head were removed and replaced with a cement spacer. Additional information received from clinical data regarding patients enrolled in a clinical study. Patient underwent right hip revision on (B)(6) 2004 due to loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty on an unknown date in 1991. Subsequently, patient was revised on (B)(6) 2004 due to loosening. It was further reported patient was revised on (B)(6) 2011 due to infection. Medical records indicate necrosis and infection. The acetabular cup, liner, modular head were removed and replaced with a cement spacer.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-04909 & 2014-00689).